Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission. Review of the stored electrogram indicated lead noise was observed on the right ventricular lead and the device classified it as ventricular sensed events. Programming changes and in clinic testing of lead noise with isometrics, deep breathing and pocket manipulation were suggested. The patient was not seen in clinic yet and no intervention was performed. No further information is available at this time.